Event description:
It was reported that during initial implant procedure, the lead exhibited high pacing lead impedance. The lead was not used and a new lead was implanted. Patient was stable with no adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.